Event description:
Philips received a complaint on a patient monitor efficia cm10 indicating the nibp reading is incorrect. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by remote service personnel which included remote troubleshooting with the customer biomedical engineer. The results of the analysis indicate no issue was found related to the nibp function. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem is unknown. A review of the service history for this device shows the problem has not been reported again for this device.